Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer was traveling to (B)(6) and was not sure what had happened. Customer stated that it was humid and the pump started beeping. Customer stated that there's no crack in the exterior of the pump. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.